Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00374: screw 2, 3025141-2020-00375: plate, 3025141-2020-00376: trephine, 3025141-2020-00377: removal tip.

Event description:
While implanting a distal humerus plate into the patient's arm, a 3.5mm locking screw broke during insertion. The patient has very hard bone. Removal of the broken screw was difficult but was ultimately successful; there was a 1 hour delay in surgery as a result. At a two week follow up, x-ray showed another 3.5mm locking screw had broken.